Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break and balloon detachment occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation (15 atmospheres / 30 seconds). However, when the catheter was removed, the shaft broke at the edge of the guide catheter. The distal part of the catheter remained in the coronary artery. The balloon was visualized in the ascending aorta but was gone thereafter. The fragment was not retrieved, the whole body was scanned to find the foreign material and four stents were placed to press the distal part of the catheter against the vessel wall to complete the procedure. No patient complications were reported.